Manufacturer narrative:
Report date: 31jan2019. Date rec'd by MFR: 30jan2019. The service engineer (se) inspected the device, replaced the touchscreen and performed a touchscreen calibration. The ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 13jun2019. Touchscreen assembly was received for evaluation. There were no signs of damage or contamination during visual inspection. After testing, it was determined that the ul_lr and ur_ll resistance and ul_lr/ur_ll resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 21dec2018. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported by the international customer that the ventilator touchscreen was out of order and would not turn off. No patient involvement. The event date was not specified; estimate used.